Event description:
The patient called lifescan on 12/7/04 and complained that her meter was prompting an error 1 message. Medical affairs contacted the patient on 12/8/04 and obtained the following information: the patient stated, she has not used her meter for over one month. She has been using her uncle's meter to test her blood sugar. The last result that she obtained on her uncle's meter was 193 mg/dl in 2004. Eleven months later, the patient reported, "her finger was throbbing really bad". She stated this was typical for a symptom of high blood sugar. She did not test her blood sugar because she knew she was high. She was taken to the hospital and her blood glucose result was 399 mg/dl. She was given an insulin shot and retested a few minutes later; the result was 325 mg/dl. She was then put on an insulin IV until her blood sugar went down to 265 mg/dl. The patient stated that she takes 3 diabetes pills a day. She continued taking her medications as directed when her meter was not functioning. The patient was using the correct testing technique. She attempted to retest on the phone with the lfs customer care representative, but the issue was not resolved. Based on the information provided, there is evidence of a meter malfunction, however there is no evidence of the meter contributing to a serious injury;the patient did not test her blood sugar at the time of symptoms. A replacement meter is being sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.